Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, stating that their blood glucose (bg) was as high as 500 mg/dl with symptoms of nausea, vomiting, dehydration, and headaches. The patient noted that they are receiving treatment for cancer and that the symptoms may be related to this treatment. The patient reported that they attempted to correct bg with boluses with reportedly no affect on bg levels. The reporter noted corrosion around the top of the battery compartment, but stated they did not experience power issues or rebooting related to the bg excursion. The settings and history were reviewed during the complaint; no alarms or power issues were recorded and the basal rates were correct. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that insulin delivery from the pump did not resolve the elevated blood glucose levels.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.